Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "the inspection prior to use is passed, it was found air leaking after intubation." There was no patient harm reported. It was reported the tube was changed. Patient condition reported as "fine".

Event description:
Complaint reported as: "the inspection prior to use is passed, it was found air leaking after intubation." There was no patient harm reported. It was reported the tube was changed. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).the actual device sample was received for investigation. A visual inspection was conducted and a yellowish stain was observed on the cuff indicating it had been used. Functional testing was performed and the cuff was inflated to 25mbar using calibrated endotest. The cuff pressure dropped rapidly. The sample was then immersed in water and air bubbles were observed flowing out from the cuff. The area of leakage was observed under magnification and a cut mark was observed on the cuff. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.